Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The caller was guided by technical support to load a new cartridge after the original could not be verified for cracks, and they were able to resume insulin successfully.